Event description:
Pt called to report adverse events involving her mentor breast implants. Pt stated she's experiencing capsular contracture, headaches, tmj, stomach issues, diarrhea, cramps, diverticulitis, ear problems, problems with loud noises, infections, sinus problems, severe progressive issues flying, tubes in ears, severe vertigo, blurry vision, bruise easily, joint pain from head to toe, depression, anxiety, thoughts creep in because pain is so bad. Pt stated that she has an explant scheduled in june and is trying her best to hang on until then.

Event description:
Add'l info received from reporter on 11/05/2019 for report mw5090869. Chest tightness and bad taste in mouth daily.